Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with right salpingo-oophorectomy, due to cystocele. It was reported that following insertion the patient experienced pelvic pain, dyspareunia, lower back pain, and lower quadrant pain.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh removal on (B)(6) 2011. On (B)(6) 2013, the patient had a cystoscopy, excision of lesions and injection of pelvic floor muscles due to pain, removal of scar tissue and bladder expansion. (B)(4).